Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 3 years and 9 months after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15 october 2021: lot 140336: (B)(4) items manufactured and released on 29-apr-2014. Expiration date: 2019-mar-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.